Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was repported to philips that the efficia dfm100 defibrillator monitor failed the operational check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the operation check failed. The rse evaluated the device remotely. The operation check passed and no issues were observed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. The rse performed an operation check and it passed, no issues were found. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote support provided.